Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 5 occurrences of bar codes missing on box with a bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: bar code was missing on the box.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #8295941. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that there were 5 occurrences of bar codes missing on box with a bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese to english: bar code was missing on the box.